Event description:
A hospital in (B)(6) reported via our distributor that two (B)(4) high frequency vented humidification chambers did not pass the ventilator leak test. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacturer date: lot 100902 - (B)(6) 2010. Lot 110115 - (B)(6) 2011. Method: the two complaint chambers with lot numbers 100902 and 110115 were returned and pressure tested. Results: the pressure test revealed the pressure drop for the two returned complaint chambers to be within specification for this product. Conclusion: the problem observed by the customer could not be replicated. No fault was found with both complaint chambers. All (B)(6) chambers are pressure tested at the end of the production process, just prior to packing, to ensure that they are undamaged and that they are able to operate as intended. Any chamber which does not pass the pressure test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the (B)(4) chamber specify to the user the following warnings: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.